Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01305.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due prior deep vein thrombosis (dvt) and inability to be anticoagulated. Patient is alleging tilt, vena cava perforation, organ perforation (aortic) and blood clots. The patient further alleges ¿however, my ivc filter has tilted and caused vena cava and aortic perforation. I also had blood clots post-implant and experience chest, back and leg pain. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries¿ as well as worry. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿the ivc filter is in an infrarenal position, 1.7 cm inferior to the left (lowest) renal vein. The apex of the filter is tilted abuts the anterior wall of the ivc. The struts of the ivc filter penetrate the aortic walls circumferentially, but no ivc penetration of the filter tip is seen. The filter struts are seen adjacent to the right posterior lateral aspect of the adjacent abdominal aorta without aortic penetration. No small bowel, adrenal, pancreatic, renal vein, kidney perforation is seen. A strut penetrates the anterior inferior l3 vertebra and is imbedded in the l3-4 disc. No fracture of the ivc struts are seen. The ivc upstream to the filter measures 8mm in greatest diameter. The ivc downstream to the filter measures 16 mm in greatest diameter.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.